Event description:
Information received indicates the bed has no functions due to corrosion on the foot board connectors.

Manufacturer narrative:
The technician replaced three connectors and harness to repair the bed.